Event description:
On december 13, 1994, a 51 year old patient had left breast implant removed. It was placed during the early 1970's. The surgeon found the implant ruptured. Culture was obtained. The procedure was done as an outpatient.